Event description:
Complainant alleged that the emergency medical technicians were analyzing the patient's heart rhythm with the device in semi-automatic mode. The patient presented a ventricular fibrillation heart rhythm. The emergency medical technicians then attempted to charge the device, but the device did not charge, as it would not recognize the patient's heart rhythm. The emergency medical tecnicians again analyzed the patient's heart rhythm with the device in semi-automatic mode, but again the device would not charge, as the device would not recognize the patient's ventricular fibrillation heart rhythm. The medics then switched the device to manual mode and administered one shock at 200 joules, a second shock at 300 joules and five successive shocks at 360 joules each. The complainant indicated that the patient was successfully defibrillated within a minute of the attempt to shock the first time and the successful administration of the first shock. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. The patient had a long cardiac history.